Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was being extracted due to oversensing and noise. During extraction of the lead, the tip of the lead was easily removed from the right ventricle. The svc coil became stuck in the subclavian vein under the clavicle. Due to tension, the insulation of the lead broke at the part were the sleeve was sutured. It was not possible to extract the lead with an extraction sheet. The physician decided to leave the rest of the lead (svc coil to rvtip) in the patient. The lead was replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the lead was being extracted due to oversensing and noise. During extraction of the lead the tip of the lead was easily removed from the right ventricle. The svc coil became stuck in the subclavian vein under the clavicle. Due to tension, the insulation of the lead broke at the part were the sleeve was sutured. It was not possible to extract the lead with an extraction sheet. The physician decided to leave the rest of the lead (svc coil to rv tip) in the patient. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead model is included in a field advisory. Evaluation summary; (B)(4) the proximal portion of the lead was returned for analysis. The proximal conductor was fractured. Distal conductor was distorted, distal conductor had blood/body fluid, outer tubing overlay melted.